Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data /database was able to confirm the customer comment that electrograms (egm) were not displayed on the mobile programmer. Loss of telemetry was further noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer analyzer application did not display electrograms (egms) during left ventricular (lv) lead placement in an implant procedure on a pacing dependent patient supported by an external pulse generator (epg). It was noted that the markers were still visible in the mobile programmer analyzer application. The mobile programmer analyzer application was restarted which resolved the issue. It was further reported that after the procedure was completed following connection of the left ventricular and right atrial leads to the cardiac resynchronization therapy defibrillator (crt-d), the mobile programmer application did not display egms whilst markers were available and testing was performed with the assistance of the external electrocardiogram (ECG). The mobile programmer application was restarted which resolved the issue. No patient complications have been reported as a result of this event.